Manufacturer narrative:
The sample was discarded and the lot number is unknown therefore an evaluation could not be done.

Event description:
The facility reported that a patient experienced a blood stream infection in 2009, after a clearlink set became separated. Cultures were taken, however, the results are unknown. It is unknown what interventions were required. The patient outcome is unknown. The lot number is unknown and the sample was discarded. This is the 7th of eight blood stream infections reported by this facility. This is a related complaint for patient. No other information is available.